Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing of the minute ventilation (mv) feature resulting in inappropriate atrial tachy response (atr) events. In addition, there have been abrupt high out of range pace impedance measurements greater than 3000 ohms observed on the right atrial (ra) channel. Boston scientific technical services provided guidance to consider programming off the respiratory rate trend (rrt) feature. In addition, it was noted that there is no other evidence of noise that would indicate a ra lead issue so the impedance issue may be related to a device header spring contact issue. The device remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited oversensing of the minute ventilation (mv) feature resulting in inappropriate atrial tachy response (atr) events. In addition, there have been abrupt high out of range pace impedance measurements greater than 3000 ohms observed on the right atrial (ra) channel. Boston scientific technical services provided guidance to consider programming off the respiratory rate trend (rrt) feature. In addition, it was noted that there is no other evidence of noise that would indicate a ra lead issue so the impedance issue may be related to a device header spring contact issue. The device remains in-service. No patient symptoms or adverse patient effects were reported.